Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter powered off during use. The complaint was classified based on the customer care advocate's (cca) documentation. The patient reported that the lfs product issue first occurred at 2:00 am on the event date. After the product issue began, the patient woke up sweaty, shaky, weak, and sick. The patient treated herself by eating. The patient had not replaced the meter battery per the owner's manual and did not have a replacement battery. The meter, test strips, and control solution were replaced. The complaint is reported because the patient alleges she was unable to obtain a reading of the lfs meter and after the issue began, she experienced typical symptoms of hypoglycemia and treated herself by eating.